Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Alleges when transitioning from recline to lift position, the chair has dropped on the right side several times.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition (dropping) could not be duplicated.

Event description:
Alleges when transitioning from recline to lift position, the chair has dropped on the right side several times.